Event description:
It was reported that undersensing was observed. The lead impedance and pacing threshold were in range. The device was reprogrammed and remains implanted. It is noted that the patient condition is good following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.